Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced recurring episodes of dizziness for over two hours. While checking his insulin pump and phone, he noticed a ¿sensor failure¿ error message and was unable to view any glucose readings. Concerned about his symptoms, he called 911. Emergency responders arrived and found the patient severely dehydrated and available. In diabetic ketoacidosis (dka). He was administered iodine solution, folic acid, and pain medication on-site. The patient cannot recall any glucose readings before hospitalization, including those that may have been gathered by emergency personnel, as both his pump and phone displayed only the sensor failure message. He was transported to the hospital unconscious and remained hospitalized for approximately 3 to 5 days. During his stay, he was unable to recall any glucose readings or specific details related to his condition. At the time of the report, the patient was doing better. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.